Event description:
The philips rep reported that the unit failed to power up during the shift check. This event is a latam optical switch late reporting incident which prevented the device from powering on and which is related to the incidents discussed with FDA rep on 14-jan-2009.

Manufacturer narrative:
The philips rep reported that the unit failed to power up during the shift check. The philips distributor evaluated the device. The symptom was verified. The issue was localized to the energy select switch assembly.